Event description:
It was reported during a varix procedure that the clips would not advance. Another like instrument was used. There was no adverse pt consequence.

Manufacturer narrative:
Evaluation summary: no conclusion could be reached based on the analysis results as to what may have caused the reported incident. The instrument was returned with the cartridge cover cracked; therefore, when the instrument was cycled it ejected the clips. No firing issues were found. No conclusion could be reached as to how the cartridge cover became broken. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at fgqa. The batch history records were reviewed with no anomalies noted during the manufacturing process.